Manufacturer narrative:
(B)(4). The customer reported the device has a charge button failure. There was no reported patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the device has a charge button failure. There was no reported patient involvement.